Event description:
On (B)(6) 2021, the patient was intended to be implanted with the subject double-chamber pacemaker. The lead measurements were tested during the surgery and were found to be normal. The pacemaker was ready to be connected, but it was found that the ventricular lead could not be completely inserted. Therefore, the ventricular lead was disconnected and the ventricular screw was turned back with a screwdriver, and then the connection with the pacemaker was retried. However, the ventricular lead could not be inserted into the bottom after repeated attempts,so the pacemaker couldn't produce any pulse. Later, the physician attempted to use another screwdriver to turn the ventricular screw, but it still failed. It took a long time, considering the requirements of sterility and patient safety, so finally another pacemaker of the same model was successfully implanted.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2021, the patient was intended to be implanted with the subject double-chamber pacemaker. The lead measurements were tested during the surgery and were found to be normal. The pacemaker was ready to be connected, but it was found that the ventricular lead could not be completely inserted. Therefore, the ventricular lead was disconnected and the ventricular screw was turned back with a screwdriver, and then the connection with the pacemaker was retried. However, the ventricular lead could not be inserted into the bottom after repeated attempts,so the pacemaker couldn't produce any pulse. Later, the physician attempted to use another screwdriver to turn the ventricular screw, but it still failed. It took a long time, considering the requirements of sterility and patient safety, so finally another pacemaker of the same model was successfully implanted.